Event description:
It was reported that this non boston scientific right ventricular (rv) lead exhibited noise that was oversensed and led to pacing inhibition. As a result of the inhibition, there were more than two seconds of asystole noted. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This report is being filed, because the initial report was sent in error. Product involved is a non bsc product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) exhibited noise that was oversensed and led to pacing inhibition. As a result of the inhibition, there were more than two seconds of asystole noted. The lead was surgically abandoned. No additional adverse patient effects were reported.